Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device would not lock on the attachment device, would not oscillate and seized. It was further determined that the device showed signs of immersion, had excessive corrosion and an unknown liquid inside the sub-assembly components. It was further determined that the motor was damaged and would not spin and the bearings had rough rotation. It was also observed that the device failed the off/osc/on switch mode function and the attachment coupling check at pre-test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is event 2 of 2 of the same event. It was reported that during a tibial tuberosity advancement (tta) surgery on a canine, it was observed that the sagittal saw attachment device would not oscillate and would not lock when used with the small battery drive device. According to the report, the sagittal saw attachment device locked on to the spare small battery drive device. There was a ten minute delay in the surgical procedure. There were identical spare devices available for use to complete the surgery successfully. There was no human patient involvement as this was a veterinary procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.